Event description:
It was reported that the patient had an extrapharyngeal anterolateral procedure and approximately 58 months post operatively, the patient experienced numbness bilaterally at the 4th and 5th digits. According to the report an x-ray demonstrated pseudoarthrosis of c5-c6 with incomplete fusion. Ibuprofen 800 mg was prescribed every morning as needed and an exercise booklet was ordered. No hospitalization was required for the patient. No further complications were reported.

Manufacturer narrative:
(B)(4). Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.